Manufacturer narrative:
The sensor was successfully removed during the first removal attempt on (B)(6) 2019.the user was treated with antibiotics and the area healed. No further investigation is required. D10 date returned to manufacturer updated (B)(6) 2020. H6 result code updated to 3221. H6 conclusion code updated to 22.

Manufacturer narrative:
The sensor was successfully removed during the first removal attempt on (B)(6) 2019. The user was treated with antibiotics and the area was healed. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On dec 30th 2019, senseonics was made aware of an instance where a patient developed an infection at the site where the eversense sensor was inserted.